Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.00in straight bc catheter was defective / damaged it was reported by customer that the "white part" in the center portion of the catheter of the pink hub is "popping out," verbatim: rn reported that the "white part" in the center portion of the catheter of the pink hub is "popping out".